Manufacturer narrative:
Device evaluation the turbohawk was removed from the packaging and was inspected. Biological debris was noted within the distal assembly. The distal housing was detached at the hinge pin. The drive shaft remained intact. The distal housing remained attached to the catheter via the cutter which remained inside the cutter window and was unable to be removed. Inspection of the hinge pins revealed that one of the hinge pins was damaged and deformed. The pin was pointing proximally. The proximal collar of the housing exhibited a flaring indicating that the tip assembly had been bent beyond the tilt limits of the hinge assembly. No damage was noted to the additional hinge pin weld. Inspection of the distal housing guidewire lumen revealed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: embolic protection was not used. The turbohawk would not advance past the lesion after second insertion. The cutter was located inside the cutter window. It is unknown if plaque escaped from the device. No distal embolization was observed. The physician completed the procedure in the popliteal with an in.pact admiral dcb and non-medtronic device in the tibials. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk atherectomy device during treatment of a calcified/plaque lesion in the patient¿s distal super ficial femoral artery (sfa). Slight vessel tortuosity and severe calcification are reported. Lesion exhibited 80% stenosis. IFU was followed and device prepped without issue. It is reported during the second insertion pass in a medial direction, at the distal aspect of the lesion near hunter¿s canal, the cutter driver sound distinctly changed as it engaged some calcium. The device became ¿hung up¿. The physician turned off the device and removed it. As it came out of the body it was noted that the mec had separated from the shaft. The entire device was present on the wire. No patient injury reported.